Event description:
A customer reported that a group a negative donor unit was typed as group o negative using mts a/b/d monoclonal grouping card lot number 100804053-02 in manual gel method. This event was initially reported to FDA in 2005, MFR report #1056600-2005-00081. This additional MDR report is being filed to document that this event occurred with two donors (2 gel cards).

Manufacturer narrative:
Mts received 2 donor samples from the customer for investigation. Mts confirmed the customer's observations. Based on the testing performed at mts, samples # 40gl05202 and 40ly06112 are a neg. However, there is a clear difference in reactivity between both samples. Sample #40ly06112 is reacting negative in gel, weakly in tube with anti-a and negative with anti-a1 lectin suggesting a weak antigen expression of a. Sample #40gl05202 reacted as 4+ in gel. The difference in reactivity with anti-a antisera in gel and tube methods are not uncommon. However, it is unclear if both segments submitted for testing came from the same donor without performing further antigen typing. Due to the limited sample of red cells available, this additional testing was not possible; however, donor ID# 40yl06112 was erroneously typed as group o neg instead of a neg. Therefore, mts cannot rule out gel card malfunction as a contributing factor.